Manufacturer narrative:
The anchor remains implanted in the patient's bone; therefore, it will not be returned. A definitive cause of the event could not be determined from the information available and without the device for evaluation. Based upon feedback from the surgeon, the likely root cause of the incident was due to the surgeon placing tension and counter-tension on both suture limbs, which caused the suture to cut through the anchor. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the patient, even though there was no injury reported.

Event description:
The surgeon placed the anchor in bone hole. While tensioning the suture to approximate the labrum to the bone, the suture detached from the anchor. He left the anchor in the bone but removed the suture from the patient and discarded it. The anchor allegedly remains in the patient. There was no injury reported. Additional anchors were placed to complete the repair, with no incident. There was no surgical delay as a result of the device.